Event description:
It was reported that approximately 38 month post-implant of two suprarenal aortic extensions, a bifurcated device, and two limb extensions, the devices were explanted due to a ruptured aortic aneurysm. Reportedly, an emergent computed tomography scan revealed a type iii endoleak between a suprarenal aortic extension and the bifurcated device. It was reported the patient tolerated the explant procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Furthermore, medical records were requested but were not provided. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.